Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for pocket errosion. Cpi's physicans manual number 352318-001 b, page 47, lists errosion as an adverse effect of the ipg.